Event description:
The customer reported that the system was producing an oil mist/haze in the room. The customer reported that he and two other employees experienced symptoms. The customer reported that he experienced coughing for 2 hours. He did not seek medical attention. The symptom occurred when the system was running. The mist was still in the air after the cycle. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(Other, oil mist) - other - capital equipment, evaluated at customer site. The fse replaced the oil mist filter, and the catalytic converter because they were misting. The fse verified that no mist was present. The fse verified that the system meets manufacturers specifications. Reference MDR 2084725-2008-00684 and MDR 2084725-2008-00685.